Event description:
International customer reported that a needle released from the suture during an orthopedic / trauma surgical procedure of the hand. The customer reports that the needle is too small to visualize on x-ray and, therefore, no attempt was made to locate and explant the device. It is not known how the needle became dislodged from the grasp of a needleholder and subsequently lost within tissue. The surgeon opines that the retained needle would be unlikely to cause any harm to the patient.

Manufacturer narrative:
Date sent to the FDA: 11/19/2008. Conclusion: user error caused this event. The surgeon lost both visual and tactile control of the device during use resulting in the lost needle.